Event description:
Autosuture spacemaker plus dissector system 10mm - 12mm with 5mm converter failed during introduction. Balloon on trocar would not stay inflated. This was removed from the field and another one used without further incident. No patient harm. Company rep. Was present in the or at time of occurrence.